Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium large clip applier was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.51mm. The grips were not found to be cracked. Root cause of bent instrument grips-tips is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collision with other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clip would not close when the jaws of the medium-large clip applier instrument were closed. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected after the customer tried to use it. The customer tried the instrument in another surgical procedure after the first attempt to verify the issue. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. When the surgeon attempted to use the clip applier, the clip could not be applied correctly and did not close. The green hem-o-locks clips were used with the clip applier instrument. The reporter does not believe the vessel or tissue bundle was greater than the specified diameter suggested (10 mm for medium-large clip applier, 13mm for large clip applier). When the incident occurred, it was the first application of the clip applier. The issue was resolved with a back-up instrument. There are no photos and/or videos of this event available for isi review.